Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use of the device for cardioplegia bypass, the air bubble sensor module issued a false air bubble alarm. There was no adverse consequence to a patient as a result of this event.